Event description:
During cardiac cath, distal end of wire broke off. Multiple attempts to retrieve it were unsuccessful. Attempts were made to stent over the dissection but were also unsuccessful. Pt had an mi during the procedure. Note that pt had bypass surgery about a month earlier, admitted 3 days before event with chest pain. Pt is being discharged 3 days later.